Event description:
It was reported in an abstract titled "a simple intraoperative position determination method during balloon kyphoplasty in patients with osteoporotic vertebral compression fractures and mimics 3-dimensional reconstruction evaluation to transpedicular trocars channel and cement leakage", that: between (B)(6) 2007 and (B)(6) 2010, 63 ovcfs in 42 patients between l1 and l5 were treated by balloon kyphoplasty. -only 1 cement leakage was observed. No further information was reported. It is unknown if the bone cement used was hv-r. Note: medtronic spine, llc does not currently distribute product in (B)(6).

Manufacturer narrative:
Report source: article titled "a simple intraoperative position determination method during balloon kyphoplasty in patients with osteoporotic vertebral compression fractures and mimics 3-dimensional reconstruction evaluation to transpedicular trocars channel and cement leakage", by jun zhou, huilin yang, wen zhang, zongping luo, xin mei. Device not returned; followed up with author.

Manufacturer narrative:
Sending supplemental report due to emdr transmission issue with initial submission.